Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tlh90 staple line fell apart during the case. The staple line failed to close fully and the anastomosis was not intact. The staples did not completely close and there were gaps in some sections. The surgeon pulled the staples out by hand and closed by sewing by hand. This extended the operating room time by 10 minutes.